Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed for the hand control assessment. The device was disassembled and no issues were observed visually with the flex circuit that controlled the hand control function. The flex circuit potting was removed from around the magnetic sensor and it was determined to be shorted (19 ohms) to pin 8 (v+). The magnetic sensor was removed from the flex circuit and the short between pin 1 and pin 8 was determined to be internal to the sensor the assignable root cause was not determined for the internal short between pin 1 and pin 8. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:t he actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the motor device was overheating. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.